Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
A patient specific implant prescription was received for patient's impending revision of patient's right proximal femur with diagnosis of "primary noeplasm right femur" with additional notes "prior surgical involving right proximal femur (illegible) resection & replacement in (B)(6) 2012, 2 stage revision of low grade infection with custom stem in (B)(6), now: loosening of revised cemented custom stem." This event relates to loosening of mets femoral stem in situ. This event relates to loosening of mets femoral stem in situ

Manufacturer narrative:
Corrected data: common device name from kro to jdi . Additional manufacturer narrative: an event regarding alleged loosening involving a mets proximal femur collar was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a mets proximal femoral replacement which was inserted on (B)(6) 2016. The surgeon has now reported loosening of the stem. The CT scans show that the femoral bone has undergone bone resorption and remodelling, which left the bone with multiple osteolytic legions and a thin cortex. There are radiolucent lines along the stem, between the cement mantle and the bone. The radiographic observation confirms the reason for revision. Product history review: review of the product history records indicate (B)(4) devices were manufactured and accepted into final stock on 17mar2016 with no reported discrepancies.. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A patient specific implant prescription was received for patient's impending revision of patient's right proximal femur with diagnosis of "primary noeplasm right femur" with additional notes "prior surgical involving right proximal femur (illegible) resection & replacement in (B)(6) 2012, 2 stage revision of low grade infection with custom stem in nov 16, now: loosening of revised cemented custom stem." This event relates to loosening of mets femoral stem in situ. This event relates to loosening of mets femoral stem in situ.